Event description:
It was reported by the customer the catheter ruptured. Catheter inserted on (B)(6) 2023, removed on (B)(6) 2024. Malfunctioning weeks before because infused liquid comes out of the insertion point. On the day of removal, we checked in the eiav unit that liquid was leaking from the insertion point and we proceeded to remove the catheter with some difficulty (without forcing) with discomfort expressed by the patient. Fixation without suture griplock commercial adhesive. Prior disinfection with alcoholic chlorhexidine dyed wipes (vesismin bastiseptic). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed; however, the exact cause is unknown. Four photographs of a single lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a very large circumferential split in the catheter tubing. Some discoloration and use residues were observed on the sample in the returned photograph. While a split could be seen in the catheter tubing of the sample in the returned photographs, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the catheter ruptured. Catheter inserted on (B)(6) 2023, removed on (B)(6) 2024. Malfunctioning weeks before because infused liquid comes out of the insertion point. On the day of removal, we checked in the eiav unit that liquid was leaking from the insertion point and we proceeded to remove the catheter with some difficulty (without forcing) with discomfort expressed by the patient. Fixation without suture griplock commercial adhesive. Prior disinfection with alcoholic chlorhexidine dyed wipes (vesismin bastiseptic). No other information was provided.